Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the pump flipped. The environmental, external or patient factors that may have led or contributed to the issue was the patient was obese with a large panis. The diagnostics and troubleshooting performed was fluoro images were obtained, and confirmed pump flipped. The actions and interventions taken to resolve the issue was the physician was able to manually flip the pump to the appropriate position. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.